Manufacturer narrative:
Additional info b5: medtronic received additional information that blood loss was at a minimal. Customer maintained an act greater than 480 and a blood concentration of heparin greater than 400units/ml. The chemicals/ drugs used during priming are; 50meq of bicarbonate, 25g mannitol, 10k units heparin, 25g albumin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a fusion oxygenator had a visible leak at the bottom of the device. The leak was reported to be from the component. Patient blood loss was reported to have occurred due to the leak. Plasma breakthrough was reported. The same leak was reported to have appeared in multiple packs. The device was used to complete the case. No patient complications have been reported as a result of this event.